Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl; cause unknown. A manual injection was administered and a supply change was performed to address bg. Bg lowered to 300 mg/dl. A system check was performed and the pump performed as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.